Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: a review of the black box showed reboots had occurred. No damage to the battery compartment or battery cap was found. The battery cap attached securely to the pump. The alleged no power issue was not duplicated during testing. Unrelated to the original complaint, the pump failed to recognize the cartridge during the load step. The pump was opened and moisture damage was found on the printed circuit board. The no cartridge detected warning was due to moisture damage. The pump case was cracked near the top right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. The reporter stated there was no damage or moisture to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.